Manufacturer narrative:
The computer monitor was returned to the manufacturer for analysis. It was reported that the returned monitor had scratches on the display and a broken mounting screw but was otherwise functional when connected to a known good system. The reported flickering display was not observed. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The monitor was replaced on the system and the system passed the checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the monitor would flicker to black intermittently. The representative re-seated the cables and still got the same behavior. They swapped the monitor with a functioning monitor from another system and the issue was resolved. There was no patient involved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that parts were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.